Event description:
Per the clinic, the patient was explanted due faulty electrodes. No testing was done to confirm or deny this.patient was explanted 2009 and the patient was reimplanted with a new device during the same surgery.